Event description:
Customer reported pink plasma and possible hemolysis occurred during a platelet pheresis procedure. Red cells were seen in the plasma bag and middle cassette. There was no pt injury or medical intervention.